Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.50/2.50/018, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Per updated information an exchanged was carried out on (B)(6) 2021. The reporter stated that the surgeon has confirmed that the patient is now doing well. Cause of event was unknown.